Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported via implant patient registry (ipr) that a 290025mm valve implanted in aortic position was explanted from a 75-year-old patient after an implant duration of nine (9) years and seven (7) months for unknown reason. Another surgical valve was implanted in replacement.

Manufacturer narrative:
H11: additional manufacturer narrative: this model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. No further details regarding this event could be obtained because the customer was not willing to be contacted for explants events information requests. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported via implant patient registry (ipr) that a 75-year-old patient with a valve model 290025mm implanted in aortic position underwent a valve-in-valve procedure after an unknown implant duration due to unknown reasons. A non-edwards transcatheter valve was implanted within the surgical device. Both valves were explanted after an implant duration of approximately nine (9) years and seven (7) months since the valve model 290025mm was implanted, and replaced with a 23mm bioprosthesis valve.

Manufacturer narrative:
Updated section a1 (patient identifier), b5 (describe event or problem), h6 (investigation findings) and h6 (investigations conclusions). Added information to b7 (other relevant history, including preexisting medical conditions) h11: additional manufacturer narrative: the device was not returned for evaluation, no details regarding what issue warranted the intervention, or what comorbidities the patient had, were provided. Attempts to retrieve the device and additional information were unsuccessful. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, a definitive root cause cannot be conclusively determined.